Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section b: common device name has been updated. In section e: reporting institution name, reporting address city, reporting address postal has been updated. In section g: 510k has been updated. In section h: evaluation method code grid, evaluation results code grid, conclusion code grid and recall (z) number has been updated.